Manufacturer narrative:
It was reported by customer that the connection between tubing and drip chamber broke while the medication infusing. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 11448964 lot number 22109394 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set separated the following information was received by the initial reporter with the following verbatim: incident description: as per account, connection between tubing and drip chamber broke while med infusing.